Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may be delivering too much insulin. Blood glucose level at the time of the incident was 29 mg/dl. The customer reported that his basal and bolus settings had been lowered, but he was still experiencing low blood glucose levels. The customer reported that the insulin pump had gone through airport body scanners. During troubleshooting, the insulin pump passed the displacement test. The insulin pump was not replaced or returned for analysis.